Event description:
It was reported that a patient programmer was not working and on (B)(6) 2013, nothing was coming up on the patient programmer screen. It was noted that the patient replaced the batteries the next day and nothing would come on the screen. The reporter stated that the patient replaced the batteries at the time of the report and the patient programmer started to work. It was reported that the patient saw a message telling her that the implantable neurostimulator (ins) was getting low and there was an elective replacement indicator (eri) message. It was noted that the day of the report was the first time the patient saw the ins battery low message. It was reported that the patient usually checked the ins once a month, but because the patient had been busy she hadn¿t checked it in about six weeks. It was later reported the device was explanted. It was noted the patient had stimulation in the wrong location. Reportedly, after being implanted almost 5 years the patient began to feel stimulation differently in the vaginal area about 6 months prior to report. It was stated the patient didn¿t feel like the stimulation was working as well. It was noted the battery was measuring between 0-1 months left. It was noted the patient experienced a burning sensation and pain on one side of their vagina. The patient¿s status was reported as no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v075268, implanted: (B)(6) 2008-02-05 product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008-02-05 product type: programmer, patient. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008-02-05 product type: programmer, patient. (B)(4).